Manufacturer narrative:
Evaluation summary: customer reported that the shunt touched to the iris after the surgery. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. A sample was not returned as there was no harm caused by this problem to the patient and the shunt has remained in the eye. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was requested and received. (B)(4).

Event description:
An ophthalmic surgeon reported that a device touched to the iris following a glaucoma filtering device implant procedure. The patient experienced postoperative hypotony. The device remains implanted.

Manufacturer narrative:
(B)(4).